Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) canada alleging that the onetouch ultra2 meter is giving inaccurate high reading compared to feeling/normal readings. This complaint is being classified according to the documentation of the customer care advocate and the answer to the follow-up questions obtained on may 25, 2009. The patient tests 4-5 times per day. She tests before she eats and before she goes to bed. Breakfast is normally between 8-10 am, lunch at about 1 pm, dinner at about 5 pm and bed is at about 9:30 pm. The patient takes novorapid & novolin nph insulin. She adjusts her novorapid insulin a bit depending on her readings but she is not on an official scale set by a doctor. If her before meal or bed reading is between 5-10 mmol/l, she will take 18 units, if it's between 10-15 mmol/l, she'll take 20 units and if it's as high is 20 mmol/l or higher she'll take 22 units. She does not adjust her nph insulin. In the morning before breakfast, she takes 15 units and before bed she takes 65 units. The month prior, at around 5:30pm, the patient reportedly obtained a blood glucose reading of "7-8 mmol/l" on the subject meter, which the patient thought was higher than her average blood glucose before dinnertime, "5-6 mmol/l." Based on the reported readings, the patient took 18 units of novorapid insulin before having dinner. The patient does not recall any detail of the event after 5:30pm up to her husband finding her passed out about 10:30 pm. The patient's husband called the paramedics. At 11pm upon arrival, the paramedic tested the patient at "3.4 mmol/l." The paramedic treated the patient with 2 tubes of oral glucose. The patient's blood glucose eventually elevated to "4.0 mmol/l" after treatment. The patient was not taken to the hospital. It would have been helpful to know when the patient reportedly passed out. Upon further investigation and during the follow-up question, the patient indicated that the last time the patient ate before the symptoms developed was lunch at about 1 pm. The patient ate lunch as normal during the day in question. The patient indicated that she did not decide to eat any less than usual based on inaccurate high readings obtained on the meter. The patient does not know if the insulin sliding scale is correctly calibrated and is currently trying to get in to see her specialist to adjust her insulin scale accordingly. During the callback to clarify information during the initial call, the patient stated she does not feel that the reported readings obtained on the subject meter were inaccurately low or high. The patient felt that the reading "7-8 mmol/l" correlated with the way she was feeling that day. The patient does not think the symptoms could not have been prevented. She has been having a few lows lately. She thinks it would help to have a more precise scale to follow for her insulin dosage. During troubleshooting, the customer care advocate verified that the testing technique was correct. The puncture area was cleaned appropriately, and the reported meter readings were not confirmed in the meter's memory. Although the patient indicated that the reported reading on the subject meter correlated with the way she felt and that her insulin regimen may need to be re-evaluated, this complaint is being reported because the patient reportedly passed out after she took insulin based on an elevated reading obtained on the subject meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.